Manufacturer narrative:
The agent reported patient had a fall and dislocated. Complaint has been evaluated and is similar to report number 1644408-2019-01026; 400-03-322, 241-01-105, s809 - trauma, s803 - dislocation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to patient had a fall and dislocated.